Event description:
New information notes the atrial lead exhibited high pacing impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen while carrying a heavy object and an alert was triggered on the home monitoring system. The patient presented in the clinic and it was noted that the atrial lead exhibited impedance issues, loss of capture, and insulation break. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition throughout.